Manufacturer narrative:
Additional information has been provided by failure analysis: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump was programmed with the low reservoir alarm and the alarm functioning properly.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement test. The pump was received with a scratched case, a pillowing keypad overlay, a fading serial number label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 30 mmol/l at the time of call. Performed self test and displacement test and the insulin pump passed. It was also reported that the insulin pump would not alarm if the reservoir is low. The insulin pump will be returned for analysis.